Event description:
Revised for pain. Stem was loose.

Manufacturer narrative:
DHR analysis (of the corail stem): the DHR analysis of the batch (B)(4) (product code l20309) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The hac coating was performed in (B)(4). Product analysis: analysis of the returned products show a disappearance of the hydroxyapatite, which can be explained because naturally the human organism integrates and absorbs this coating in the months which follow the establishment, absence of osseointegration is noted. This product was checked dimensionally at various places the product is in conformity with its definition. Bioengineer analysis (by cpd): in vivo absorption of ha coatings is a known observation in orthopaedics. The rate of absorption can be increased in cases where there is a lack of osseointegration (i.e. The implant is loose) as in this case. With the information provided it is not possible to determine the root cause. The product reported is a small size corail amt stem (size 9 stem). A pra (dva-108550-pra) regarding loosening associated with corail amt small sizes (from size 8 to 10) was performed in (B)(6) 2013. Based on the overall information presented and reviewed during the pra, it was concluded that there is no trend to show that the corail amt small sizes have loosening rates outside of the nice guidelines and that there is no indicator of any specific patient harm. A regular follow up for this issue is performed during post market surveillance reviews. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.